Event description:
Pen is not calibrated [device malfunction]. Hyperglycaemia [hyperglycaemia]. Hypoglycemia [hypoglycaemia]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer (pts mother) from (B)(6) concerns a female pt (age unspecified) with "type 1 diabetes mellitus" who was treated with novopen 3 demi (insulin delivery device) from (B)(6) 2004 and ongoing and experienced "hypoglycemia" beginning on (B)(6) 2012 and "hyperglycaemia", "pen is not calibrated" beginning on an unknown date. Pt's height: (B)(6). Medical history included type 1 diabetes mellitus (duration unknown). On an unknown date, the pt's mother reported that pen was not calibrated and was affecting the pt's health. It was reported that the product was bought at the drugstore and the insulin was received from the public health centre. At home she stored the pen into the pen case in her kitchen, in an aired and fresh place, away from sunlight. It was reported that the pt used novorapid penfill insulin with the pen and when the product was not in use it was kept in the refrigerator (lower shelf, up to the drawer of vegetables). Bd ultrafine needles 5 mm are used, the same needle is used for 1 or 2 injections. After injection she kept the needle attached to the pen. On (B)(6) 2012 the pt had hypoglycaemia of 48 mg/dl (on injecting 1.5 u of insulin). Upon injecting 3 u after lunch the pt had 400 mg/dl of hyperglycaemia. The pt had hypoglycaemia of 38 mg/dl an hour after lunch and 28 mg/dl an hour after dinner. As a corrective action, the pt's mother gave a food with sugar for her and after 10 minutes the pt's glycaemia was measured in 94 mg/dl. It was reported that the pt with 38 mg/dl, did not have hypoglycaemia symptoms, but with 28 mg/dl she was not feeling well, with a pale skin and purple eye. During the dinner, the pt's glycaemia was measured 162 (units unspecified) at 19 pm and the pt complained about nausea and as pt's friend was eating, she also ate something. Upon eating she stopped feeling nausea and after a hour the pt started complaining again. The pt's mother did not believe that it was a hypoglycaemia episode because the pt had already eaten. It was reported that at 06:35 am, the pt's glycaemia was measured 73 mg/dl before first meal and she injected 16 u of lantus (insulin glargine). She took breakfast at 08:15 am (she ate a banana) and at 08:15 her glycaemia was 132 mg/dl. She took a mixture of fruits and ate a cake (10 carbohydrates) and took a yogurt without sugar, she also injected 1.5 u of novorapid penfill (fast-acting insulin aspart). At 11:30 am the pt was hungry and she measured her glycaemia which was 259 mg/dl. The pt's mother believes that 1.5 u of the insulin was not enough to control pt's glycaemia after breakfast. After lunch she injected 2.5 u of novorapid penfill at 12:30. She left home at 13:00 and went to her friend's house and at 13:50 she was not feeling well and her glycaemia was 38 mg/dl. She ate 2 spoons of sugar and an apple and at 14:40 her glycaemia was 161 mg/dl and at 16:50 she ate a biscuit and she measured her glycaemia in 318 mg/dl. She believed that as she was afraid and ate too much food with sugar, her glycaemia became in high levels. At the friend's house, the pt ate 6 small pieces of cake and injected 2.5 u of novorapid penfill at 17:00. At 19:00 her mother picked her up and her glycaemia was 162 mg/dl. The pt ate 30 carbohydrates and injected 1.5 u of novorapid penfill at 19:30. At home, almost 21:00 the pt started complaining about nausea, pale skin, sweating, pain in stomach. The pt's mother thought that the pt had difficulty in digestion and gave luftal (dimethicone) to the pt. The pt began to belch and was not able to stand up, she measured her glycaemia and at 21:30 had 28 mg/dl of hypoglycemia. She was almost unconscious. She gave two spoons of tea with sugar and a small quantity of water to the pt and slowly the pt was getting better. After 10 minutes her glycaemia was 94 mg/dl. The pt ate small piece of banana but was complaining of nausea. At 23:45 her glycaemia was 236 mg/dl and she slept. At 03:00 am her glycaemia was 516 mg/dl. The reporter became afraid of injecting insulin but injected 2.5 u of insulin and after 3 hours at 06:00 her glycaemia was 263 mg/dl, she injected lantus and at 08:30 in the morning, her glycaemia was 170 mg/dl. She took breakfast and injected 1.5 u of novorapid penfill.

Manufacturer narrative:
Action taken with novopen 3 demi was not reported. The outcome of "hypoglycaemia" was reported as "not yet recovered". The outcome of "hyperglycaemia" was reported as "unknown". The outcome of "pen is not calibrated" was not reported. (B)(4).